Event description:
The customer reported that the unit only works on battery. The customer reported that the unit was not in use on patient. The field service engineer (fse) duplicated the reported problem and replaced the power cord to address the reported problem. The unit is now back in service.